Event description:
Spontaneous call; in april (nurse) called in to inform that pt's pump is broken the spring inside broke and is not pushing medication. Unk if pt missed any doses or if experienced any adverse event. No other info available. Pump is available for return; we are sending a pump return box. Pump is used to infuse 40 grams of hizentra every weeks subcutaneously. Indication: chronic inflammatory demyelinating polyneuritis. Reported to (B)(6) by health professional.